Event description:
The patient experienced a cardiac arrest and the patient successfully regained a pulse. Prior to the cardiac arrest, the patient had a hospira plum 360 infusion pump infusing levophed. When the patient was resuscitated, the patient's blood pressure required a significant increase in the levophed dose to 1mcg/kg/min. This medication is weight-based and 1 mcg/kg/min is a significant amount of medication. As the rn increased the infusion rate and started the infusion pump, the pump alarmed "turn off and turn back on" if the alarm persists after the pump is turned on, schedule maintenance. The patient required the medication and the IV pump could not be turned off and on. The staff had to retrieve a second IV pump. The 2nd pump had to be programed with the medication and patient information and this task requires a brief pause in the medication. The hospira pumps can only be programmed with infusion set cassette in the pump. Due to brief pause in medication to program a new pump, the patient cardiac arrested again. The patient did survive the second cardiac arrest.